Event description:
The user of the suspect device passed out. Their spouse found pt and checked their glucose on the device and the result was 182 mg/dl. Prior to passing out, pt had tested and the device read normal, then later felt their glucose drop. 911 was called and their spouse gave them juice. When the emergency medical technician arrived, they checked pt glucose and the level was 56 mg/dl. They gave pt glucose and observed their condition. Controls were not used. The device was replaced and requested to be returned for evaluation.